Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called in for help on pca unit when try to flash unit he get incorrect flash file please check setup. Walk through asm software to locate his profile and check his files under profile 1 his firmware files he did not have the correct files setup for (B)(4) so walk through save his flash file into new folder on his desktop then select flash package and move the correct file in his firmware folder then try the flash again he gets the same error and he is get on more then one pca only unable to finish trouble shoot error customer had to hang up for a meeting. Customer will call back. (B)(4). Customer called in for help try to flash the pca unit, he gets error flash file are incorrect check customer "firmwarw" file in his profile and he didn't have it complete.